Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. The customer's blood glucose was not impacted. During troubleshooting, it was confirmed that the pump touch screen was responsive.